Event description:
Received a memo the (B)(4) laboratory 7.0 buffer solution may have potential mold growth. Solution was sequestered and replaced with unaffected solution. No known adverse event has occurred at this time.